Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 18x190mm spl tpr dist, pn 11-300918, ln 098860; selex m2a magnum type I taper, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05547; 0001825034-2018-05548. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent an irrigation and debridement approximately one month post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.